Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up session, it was reported that there was a loss of capture in the left ventricular lead. All other measurement parameters were within range, and no further actions were taken. The patient was stable and will be monitored.